Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a light bulb burned out. Addittional information has been requested but not received to date.

Manufacturer narrative:
Additional information provided in date of event, describe event or problem, occupation, and evaluation codes. (B)(4).

Event description:
Additional information was provided from the customer reporting that during a vitrectomy procedure, the lamp of the illuminator table top did not turn on. The auxiliary illuminator was used to complete the case. There was no patient harm.